Event description:
On 23-aug-2025, the user reported their ilet screen was cracked and unresponsive. A photo was provided, and the serial number and shipping address were verified. An overnight replacement ilet with return box and label was arranged, and the user will revert to alternative insulin therapy until it arrives. Bg was not affected and no symptoms reported by the user during the event. No medical intervention required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.